Manufacturer narrative:
Analysis of the extension 3708660 dbs no tunneling tool (B)(4) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that after the implantable neurostimulator (ins) was connected to the adaptor and impedances were measured, high impedances were found. As troubleshooting the ins was disconnected and the insertion site cleaned but the impedance values remained the same. The lead and adaptor were then disconnected, cleaned, and reconnected as well but the high impedances persisted. It was noted that there was either blood or body fluid adhered to the device. As a result the adaptor was replaced, resolving the issue as normal impedances were observed. The hcp suspected that the malfunction was due to a manufacturing/initial product use failure. There were no patient symptoms alleged and no further complications are anticipated.